Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger h3: analysis of the recharger (sn: (B)(6) found device got hot after running it at donut end. Got no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their recharger got very hot while charging their implant. When asked event date, patient stated they did not remember exactly, but it was less than a month ago and yesterday it was the worst. Pt also reported their second recharger got hot while charging implant to the point that it felt like the cable was almost about to make an "electric shock"/"circuit loop" while connected to the circuit. Patient confirmed there was no physical injury and they took the recharger off and "didn't feel anything." When asked event date, patient stated it had "been like around more than a month now." An email was sent to repair for replacement recharger.